Event description:
Healthcare professional reported injecting a patient in the chin and jawline with 1 cc of juvéderm® volux¿. The patient was previously injected around the cheek with an unspecified dermal filler. Nine days after the juvéderm® volux¿ injection, the patient reported ¿redness and swelling.¿ the patient was prescribed allegra. Four days later, the patient was treated with hyaluronidase since the event did not subside. Ten days later, the cheek also experienced ¿redness and swelling,¿ leading to the entire area being dissolved with hyaluronidase. A bacta tablet was also prescribed. It was noted that the cleanliness operation during the juvéderm® volux¿ injection may not have been thorough. Event is recovering.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.